Manufacturer narrative:
H3: product analysis of (B)(4), lot no: b707848 ¿ as found condition: the rebar 18 catheter was returned inside the inner pouch, bio-hazard bag, and a shipping box. The guidewire was not returned with the catheter. The guidewire's size and model were not reported. Therefore, any contributing factors from the guidewire including its compatibility with catheter could not be assessed. ¿ visual inspection/damage location details: the catheter tip and marker were examined; no damages were found. The catheter body was found to be flattened between 4.0cm to 12.6cm, and kinked at 67.3cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.016¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub without issue; however, it got stuck at 67.3cm from the distal tip. ¿ conclusion: based on the device analysis, the customer complaint was confirmed as the catheter was found to be flattened and kinked. It is possible the damage occurred when the customer attempted to advance the guidewire through the rebar 18 against resistance. However, the cause of the resistance could not be determined. Possible causes include the use of the damaged device and lack of the continuous flush during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a rebar micro catheter that had resistance and was kinked/damaged. The patient was undergoing a thrombectomy procedure via femoral artery access. Patient's vessel tortuosity was normal. It was reported that devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The micro-guidewire did not pass smoothly through the rebar microcatheter and the microcatheter was found to be kinked. The rebar catheter was replaced to complete the procedure. There was no harm or injury to the patient associated with this event.

Event description:
Additional information received reported that the guidewire was able to pass the catheter hub. The guidewire tip was shaped. There was no kink damaged found on the guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.